Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to a combination of patient morphology/ pathology (posterior flail) and user technique of troubleshooting the actuator knob retraction issue. The difficulty removing the gripper line was due to the slda; therefore, attributed to procedural conditions. The investigation was unable to determine a definitive cause for the difficult actuator knob retraction. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and difficulty removing the gripper line. Was reported that the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. The patient anatomy included a posterior flail. The first clip delivery system (cds 70913u146) was advanced to the mitral valve. The clip was placed on the leaflets and deployment was initiated. During retraction of the actuator knob, some resistance was noted. The clip then detached from the anterior leaflet and remained attached to the posterior leaflet (slda). An attempt was made to remove the gripper line; however, some resistance was noted. Troubleshooting maneuvers were performed and the gripper line was removed. A second clip (71004u271) was placed medial to first clip for stabilization. During the deployment sequence, the physician commented that during retraction of the actuator knob, it was harder to pull back than usual. The knob was able to be pulled back and the clip was deployed without issue. Two clips were implanted, reducing the mr to 1. No additional information was provided.